Manufacturer narrative:
(B)(4) date sent: 7/14/2016. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the clamp arm? Is the jaws of the device, where the cartridge is loaded, damaged?

Event description:
It was reported that during a gastric sleeve procedure, after the second firing the clamp arm was deformed therefore the instrument does not fit through a trocar. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the anvil of the device was deformed. No further information is available.

Manufacturer narrative:
(B)(4). Batch # n54r9y. The analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60g reload present. The reload was received unfired. The device was tested for functionality only dry fired. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.